Event description:
It was reported by the patient that the pdm batter was overheating. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.